Manufacturer narrative:
(B)(4). A customer submitted two actual samples for evaluation. A visual examination of the samples confirmed the reported condition of a faulty connection on one sample since it was damaged at the level of the luer lock. The root cause of this condition is unknown. The second sample had no deficiencies; therefore, the reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a continu-flow solution set with an unspecified connection that was faulty. The defect was noticed before patient use. There was no patient involvement or medical intervention involved. No additional information is available.